Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a damaged ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to power cord ground prong was broken off the plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord ground prong was broken off the plug.